Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the filter of the IV tubing extension set during a tpn infusion. In addition, the tpn "would not flush through; kept backing into other lines." The IV tubing and tpn bag were replaced and the infusion restarted. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a leaking filter was not confirmed. The customer¿s report of fluid backing up into the lines was confirmed. No anomalies were observed on the extension set or maxzero valve during visual inspection. Functional testing was performed by using a bd syringe filled with blue dyed water. After attaching the syringe to the extension set female luer, the syringe was depressed, allowing the blue dyed water to flow through the 0.2 micron filter. No leaks were noted anywhere on the extension set, but it was noted that the line was not able to flush. After removal of the maxzero valve, the extension set was able to completely flush and perform as intended. Further leak testing was performed to confirm that the maxzero was occluded by submerging it underwater and increasing the pressure to find if any air escaped. No air was noted to be passing through the maxzero. The root cause of the maxzero occlusion was not identified.